Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of exposed mesh and granulation tissue on (B)(6) 2007. It was reported that on (B)(6) 2007, the patient underwent mesh excision due to erosion and recurrence. It was reported that following the procedure the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, erosion, bowel problems, bleeding, and other symptoms attributed to the mesh. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.